Event description:
Customer blood glucose was taken in the evening and received a result of 253mg/dl, the customer was given their insulin. At 12:27am the customers blood glucose was 95mg/dl and at 2:22am it was 47mg/dl, at 6:30am test was performed with a result of 17mg/dl, at 6:41am the result was 16mg/dl, and at 7:15am the result was 15mg/dl. The customer was given a snack and taken to the hosp where at 7:30am the hosp performed a test and received a result of 34mg/dl. The customer was observed at the hosp. No controls were in use. A request was made for the return of the suspecte device and replacement product was sent.